Event description:
It was reported that the metal piece that gives the adjustable forceps some spring to it, broke off as the surgical tech was loading the staple on the instrument. The metal fragment was saved for shipment back to (B)(4).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.